Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. During failure analysis, the returned endoscope was tested on an in-house system, passed the recognition and engagement tests. The endoscope showed good pictures in 2d and 3d during testing. Inspection found a defective camera instrument adapter. The endoscope was placed through a friction test. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an endoscope adapter bearing contributing to friction.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the referenced endoscope was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the endoscope displayed image flipped left to right. The reported event was able to be resolved by reseating the endoscope. The customer received phone assistance from the technical service engineer (tse). Tse reviewed the logs and did not find any related errors in the logs. The tse explained to the customer that the reported error was caused by "guided tool change." The tse advised the customer to check the endoscope base to see if it rotated smoothly when clinically possible. The procedure was continued using the same endoscope with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the displayed image was observed to be inverted and moved freely with uncontrolled motions. The reported event did not involve reversed control on the system arms. The surgeon had confirmed desired orientation on the endoscope when it was installed. The endoscope adapter/base was engaged and there was no damaged that was observed. The reported event was resolved with reseating the endoscope. There was no patient injury or harm.